Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Center mode button is intermittently sticking, causing the joystick to switch back and forth between seating and driving.